Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) reported that data changes had been successfully published to all current subscriptions. The tss observed that the stations were syncing without any issues. The tss noted that no patient or order examples were provided, so it could not be confirmed whether the data was reaching the database. The tss communicated with the concerned contact to request additional information but did not receive any response and therefore proceeded toward closing the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all patients and orders were not crossing over despite no network outage and no reboot attempts from the customer side, and all stations were placed in critical override mode. However, there were no delays or adverse events or injuries reported based on this event.